Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, vaginal prolapse, and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistula, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2008 due to periurethral scarring. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent surgical procedures on (B)(6) 2005 and (B)(6) 2008 and ams apogee, ams minsiarc sling and ams intexen porcine dermal matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a partial mesh removal on (B)(6) 2012 and (B)(6) 2013.